Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, red biological tissue on the shell, cloudy color in the gel, and flat creases. Voids were observed after the autoclave cycle. Based on the device analysis, the final assessment is no openings and deformation are observed on the device, and no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side probable rupture and seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified red particle material on the shell and deformation. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side probable rupture and seroma. Device has been explanted.